Event description:
The customer is experiencing calibration failure of the axsym rubella igg reagent with calibrator. A too high error. Replacing the sampling syringe and probe did not resolve the issue. The issue was resolved by centrifuging the calibrator before calibrating. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.